Event description:
A customer reported that a large amount of air came from around the auto stopcock during surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).